Event description:
It was reported that allegedly the marker band on the introducer catheter was missing. The physician was attempting to retrieve an ivc filter when it was noticed. The physician removed the system and found the marker band half way up on the catheter. The physician does not know if it was pushed up or came that way. The case was aborted and rescheduled for a week later, without incident or injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product, and the product was found to have met all specifications prior to shipment. The sample was discarded at the user facility. It was noted by the user that the vessel was dilated to 9 f. The IFU states that the accessed vessel should be dilated to 12f. The result of the investigation is inconclusive and the definitive root cause is unk. The information for use (IFU) for this device states: procedural instructions: nick the skin w/ a #11 blade and perform venipuncture with an 18 gage entry needle. Pre-dilate the accessed vessel with a 12 f dilator. Precautions: anatomical variances may complicate insertion and deployment of the recovery cone system. Careful attention to these instructions for use can shorten insertion time and reduce the likelihood of difficulties.